Event description:
Pt's mother reported, the infusion device did not function properly when a bolus was delivered. This occurred two days prior to report, and pt claimed he did not see any trace of insulin on the infusion needle. No alarms were received on the infusion device. Pt did not experience problems as the issue was immediately noticed, and he switched to backup infusion device. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.